Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that removal difficulties were encountered. The target lesion was located in the occluded right coronary artery (rca). Following pre-dilatation with a 2.5x12mm apex balloon catheter, a 20x3.50mm promus elite stent was deployed in the mid rca, followed by post-dilatation with a 3.75x12mm nc quantum apex balloon catheter. The physician then proceeded to deploy a 2.25 x 12mm promus elite stent in the distal rca. However, upon removal of the stent delivery system (sds), the sds got hung up on the 20x3.50mm stent in the mid rca, causing the stent to be deformed. The sds was able to be removed with the assistance of a guidezilla support catheter and when the physician performed intravascular ultrasound, it was determined that the deformed stent in the mid rca should be intervened. Subsequently, a 16x3.50mm promus elite stent was deployed inside the 20x3.50mm stent in the mid rca. However, the delivery balloon took a while to deflate and the sds could not be removed. Several attempts were made and several devices were used in an attempt to remove the sds but were unsuccessful. Ultimately, the patient was sent for coronary artery bypass graft to surgically remove the sds. No further patient complications were reported and the patient was stable afterwards.